Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips and freestyle libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre reader. Customer received readings that were higher than he felt and self-treated with insulin (dose/type unspecified). Customer was at the hospital when he subsequently experienced sweating, trembling, and a loss of consciousness and was treated by healthcare professional with glucagon and intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.